Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was oversensing and undersensing. Some of the episodes were false pauses due to loss of electrode contact in the pocket were noted on electrocardiogram. There were also undersensed r waves. In some cases r waves were double counted. Programming changes were discussed. No patient symptoms were reported.

Manufacturer narrative:
This correction is correct the previously reported date of birth to (B)(6) 1960.